Event description:
It was reported that one day post a device changeout procedure the patients bi-v implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were causing phrenic nerve, diaphragmatic and muscle/pocket stimulation. Ra lead impedance levels were high, along with non-capture and oversensing noise. A potential set-screw/connection issue or lead fracture is suspected. The device and lead currently remain in use. A programming intervention was completed until the physician decides how to proceed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).